Event description:
Information was received from a patient's representative regarding an implantable neurostimulator. It was reported that the patient was having issues with the stimulation and the issue began about 6 weeks ago. Caller mentioned all of the stimulation was off. Patient met with their representative and one of the leads were changed or the group was switched from a to b. Now the patient was getting settings not available when trying to increase the stimulation on group b. Caller decreased stimulation on program 1 from 7.5 to 7.3. Agent redirected the patient to their healthcare provider (hcp) to address the issue. Additional information was received from the manufacturer representative (rep) reporting that they did not speak with the patient but noted that the problem was resolved as soon as their coworker was made aware by the office/patient. Additional information was received from a manufacturer representative (rep). It was reported that the healthcare provider (hcp) called them on monday november 10, 2025 after seeing the patient in clinic. They were able to get the stimulator turned on while they were there with them, however the patient was not happy with the coverage of their pain and requested an appointment with the repto try to reprogram for better coverage of their pain. The rep called the patient that same day and was able to set a tentative appointment to meet them at their hcp's clinic on wednesday on (B)(6) 2025. The rep stated that there were no device issues at that time, it was turned back on manually. The rep ran an impedance check and there were high impedances at electrodes 3, 12, and 15. The rep reviewed the patient's current programming to be sure none of those electrode locations were affecting programming, and then updated the patient's settings with a new dtm group. At perception the patient's area of complaints were covered, so the rep then set the intensities at the appropriate settings for that dtm group. The patient was happy with these changes. There were no other issues during our session on wednesday on (B)(6). The patient left pleased with our session. The information was confirmed with a manufacturer representative (rep). Additional information was received from a patient's representative (pt rep). It was reported that they were still getting a message settings not available even though the stimulation was on. Patient rep said that they were on group b and the intensity on program 1 was already at 7.2 and they tried to lower down the intensity to 7.2 and 7.0 but when they tried to increase the intensity back to 7.2, they got settings not available message. Agent reviewed information and redirected patient rep to the local manufacturer representative (rep) to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.